Event description:
The complainant reported the 65-year-old male patient was on impella cp support due to st elevation myocardial infarction (stemi). While on support, when pulling the impella cp back it was noted to be shallow in the left ventricle (lv), pump came out of ventricle. Pigtail was not across valve. Coronary artery bypass graft (CABG) was performed and the attempt to re-cross valve was unsuccessful. The patient came off pump better than expected and decision was made to remove the impella. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique.